Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant using a small flexnav delivery system. The patient did not have a tortuous anatomy. During implant, the nosecone of the delivery system "pushed very hard up against vessel during insertion and kinked the valve." Cine was used to check and confirmed that the valve was bent/deformed at the leaflet end of the valve. The navitor was exchanged for a new 25mm navitor valve, which was successfully implanted using a new small flexnav delivery system. The patient was reported to be in stable condition.

Manufacturer narrative:
The device was not returned for analysis. An event of stent post deformation and device damaged by another device was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It was indicated that the nosecone of the delivery system pushed very hard up against vessel during insertion and kinked the valve. Based on all available information, the cause of the reported stent post deformation is a cascading event of the interaction (device damaged by another device). The cause of the reported interaction (device damaged by another device) appears to be due to procedural circumstances, as the delivery system interacted with the valve, causing deformation.

Event description:
N/a.